Event description:
The stellant CT injector was not in use. While she was in the control room, the technologist heard a popping noise and saw smoke. She went to the base of the injector, located under the desk, and saw it was visibly smoking. She pulled the base out from under the desk. Another technologist obtained a fire extinguisher and upon his return, saw that the unit was glowing red, and proceeded to utilize the fire extinguisher. There was no visible fire. No pt was attached when this event occurred. The technologist went to the ER as a precaution and was not treated.

Manufacturer narrative:
A medrad service engineer went to the site, replaced the base and returned it to medrad for eval. Quality assurance visually inspected the base and found damage to the power supply printed circuit board (pcb) contained inside the enclosure, which was consistent with the reported issue. The power supply was subsequently sent to our pcb supplier for eval. Our supplier determined that the primary cause for this issue was a soldering issue on the pcb. The supplier is currently conducting an investigation to determine root cause.